Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The integrated electrosurgical unit (iesu) has been returned due to a recurring c-34 fault and was evaluated by the failure analysis (fa) team. Additional errors¿c-00, c-30, c-06, m-11, m-18, m-36, m-32, and m-0b¿were also logged, and testing was able to replicate the reported problem.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure using an xi system, an operating room (or) staff member called to report an issue with the generator, stating that they had received an activation interrupted message with code c-34. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the issue. The tse inquired whether the generator was plugged into its own dedicated outlet, which was confirmed, and whether a c-arm or another electrosurgical unit (esu) was present in the room, which there was not. The tse explained that the generator would need to be replaced. If the surgeon agreed, the coagulation setting could be changed from swift to classic, but this would only have a limited effect. The procedure was completed as planned.

Manufacturer narrative:
The probable root cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional generator and fa inspection encountered and replicated a critical failure mode; attempted system test, unit failed to proceed past boot splash, displays an error window with text application error. The reported issue was confirmed and replicated.

Event description:
Refer to h11 for follow-up information.